Manufacturer narrative:
The device return is anticipated, however; at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
A customer reported that during an emergency care procedure for an infant code, using a glidescope avl video baton 1-2 connected to a glidescope avl monitor, the video cut in and out frequently and flickered rapidly. The procedure was completed using a backup device which was made available in an unspecified amount of time. It was reported by the customer that the patient passed away at some point following the procedure which the cause of death was determined to be anoxic brain injury/complications at birth. The patient death was therefore not a direct result of the reported image issue experienced during the intubation.